Event description:
It was reported that needle ns 18ga 1-1/2in sb tw had foreign matter and was clogged. The following information was provided by the initial reporter: the first complaint (B)(4): the needle is blocked, this defect is not visible to the naked eye. The second complaint (B)(4): there is a small piece of transparent plastic in the needle guard.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot numbers 9308289 and 9196897. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team could not perform a thorough sample analysis. Based on the limited investigation results, an exact cause could not be identified for this issue. H3 other text : see h10.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 304664 and lot numbers 9308289 and 9196897. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Picture samples were utilized to investigate this issue as the physical sample was no longer available. Through examination of the picture samples, the needle was observed clogged with a material; however, through the pictures alone, we were not able to determine the origin of the clog. At this time, an exact cause could not be determined for this incident. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Regarding the report of foreign matter, although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9308289. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-11-04. Medical device lot #: 9196897. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-15. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle ns 18ga 1-1/2in sb tw had foreign matter and was clogged. The following information was provided by the initial reporter: the first complaint (B)(4): the needle is blocked, this defect is not visible to the naked eye. The second complaint (B)(4): there is a small piece of transparent plastic in the needle guard.